Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the 4 way valve is stuck. Associated malfunction for this device: on/off switch has no audible alarm.